Event description:
Caller reports that during a correlation study, the following coaguchek xs / laboratory results were obtained: 2.5 inr / 1.9 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.

Event description:
Caller reports that during a correlation study, the following coaguchek xs / laboratory results were obtained: 3.1 inr / 2.3 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.